Event description:
The customer reported noticing a diluent or clenz leak from behind the right side door of the lh 500 hematology analyzer, while troubleshooting a constant flowcell clog error while running latron control. The customer stated that approximately less than 2 ml of fluid leaked under the instrument. The operator was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that the molded end of choke line tubing which connects from t-fitting ft31 to feed through fitting ff29 had a pinhole leak and was squirting fluid. This line is used for latron and retic aspirations, and is directly connected to the aspiration path. The leak was discovered by the customer while troubleshooting latron, which produced errors and could not be run. No other control or patient samples were run. Failure mode of the leak is attributed to a pinhole in molded end of choke line tubing connected from ft31 to ff29. (B)(4).